Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure (procedure date unknown) using a pinnacle anterior/apical pfr kit, when the physician attempted to pull back on the mesh leg to seat the needle in the capio device, the needle detached from the mesh leg, outside the patient. The physician used another pinnacle anterior/apical pfr kit to complete the procedure, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Though the patient's exact age is unknown, she is reported to be over 18 years of age. Though the lot# of the device is unknown, the complainant indicated that the device was not used past its expiration date. The device has been received for analysis. Upon completion of the analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure (procedure date unknown) using a pinnacle anterior/apical pfr kit, when the physician attempted to pull back on the mesh leg to seat the needle in the capio device, the needle detached from the mesh leg, outside the patient. The physician used another pinnacle anterior/apical pfr kit to complete the procedure, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Device evaluation: physical analysis of the returned mesh assembly revealed that the needle was missing from the solid blue dilator, confirming the reported complaint. In addition, kinking, tearing, and tool marks were observed on the solid blue dilator. Functional analysis of the returned capio device revealed that the device operated freely and smoothly. The directions for use for the device include the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause for this event was determined to be operational context.